Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving clonidine (asked/unk mcg/ml at asked/unk mcg/day), bupivacaine (asked/unk mg/ml at asked/unk mg/day), fentanyl (asked/unk mcg/ml at asked/unk mcg/day), morphine (unknown) (asked/unk mg/ml at asked/unk mg/day), and other (asked/unk mcg/ml at asked/unk mcg/day) via an implantable pump for spinal pain. It was reported that patient stated they saw a doctor that told them the pump was not working because they tried pulling out medication but pulled nothing out. Patient then went back to the hcp and they told her the pump was working as it should and cut the medication in half so the patient went through withdrawal. Troubleshooting was not required. The "other" medication was zicon.